Manufacturer narrative:
(B)(4). This is report 2 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number gd891770. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of constipation and peritonitis in a patient coincident with dianeal 2.5% singlebag and dianeal 4.25% singlebag therapies for peritoneal dialysis (pd). Action taken with dianeal was ongoing. On (B)(6) 2012, the patient was hospitalized. On an unreported date, the patient received treatment with an unspecified antibiotic therapy. The peritonitis was caused by constipation. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from this peritonitis event.